Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019. Upon interrogation, the right ventricular lead exhibited failure to capture and high pacing impedance. The healthcare provider noted the patient has previously undergone lead revisions and this was a chronic issue. The provider did not provide any additional details of any lead issues noted at the prior lead revisions. The device was reprogrammed. The patient was stable.